Event description:
It was reported that the device had no rf output.

Manufacturer narrative:
Please note corrections to sections to d1, d4, g4, h4, h5, h8 as the device is an unknown crossfire console. Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, as multiple attempts were made, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no rf output probable root cause: hardware failure software error due to hardware failure damaged receptacle board damaged power board front board failure loose flex cable damage to console during shipping/ handling electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge insufficient cybersecurity (cf) the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had no rf output.